Manufacturer narrative:
On 03/05/2017 additional information was received from a tandem clinical diabetes specialist. The customer's vial of insulin was not effective as it had been exposed to cold. During the high blood glucose (bg) event, the customer had contacted a clinical diabetes educator for troubleshooting. After changing the vial of insulin, the customer's bg remained high after the first few corrections and then returned to target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was over 350 mg/dl and was lowered with insulin injections. The customer had changed the vial of insulin, changed the infusion set site and saw insulin exit the infusion set tubing. As the contact was not with the customer at the time tandem technical support was telephoned, troubleshoot to determine a possible cause of the event could not be determined.